Event description:
International customer reported that an air leak was observed upon initial use of the device. The surgeon opines the leak to originate at the connector.

Manufacturer narrative:
Date sent to the FDA: 2/22/2008. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2008-00109 for the other medwatch. The same pt is represented in each medwatch.